Manufacturer narrative:
The device was received for evaluation. A visual inspection and functional testing of the device was performed. The pump operated as intended and the reported problem "upstream occlusion" was not reproduced. A review of the event history log revealed "upstream occlusion" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through history log review however no component issue was identified and therefore no device correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed upstream occlusion in the biomedical service department. There was no patient involvement. No additional information is available.